Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, artery dissection a death occurred. The patient presented "in very bad conditions." The patient had lesions located in the right coronary artery (rca), left anterior descending (lad), and circumflex (cx). The physician implanted four taxus express2 drug eluting stents of unknown size in the rca without any problems. Then when the physician went to treat the lad with an unknown size taxus express2 drug eluting stent, the artery dissected and the patient died. However, further follow up with the physician indicated that the patient died outside of the hospital "of cardiogenic shock" while waiting for a heart transplant. The physician does not believe the patient death is related to the taxus product. Further information was requested but was not available.